Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer visited emergency room due to low blood glucose on (B)(6) 2022 with blood glucose of 40 mg/dl. The customer passed out due to low blood glucose level. The customer was treated by food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at the time of incident. No further complications were reported. The device will not be returned for analysis.